Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined.

Event description:
A customer sent a cumulative report of ten (10) false negative results with the ID now covid-19 assay generated across seven (7) different testing sites. This report represents three (3) of ten (10). A customer reported a false negative result with a direct nasal swab sample (swab type not otherwise specified) on the ID now covid-19 assay. Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. Additional testing on a nasopharyngeal (np) swab eluted in vtm (swab and vtm type not otherwise specified) was positive by (B)(6). Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. The customer confirmed there was no death or injury based on the ID now covid-19 result. Additional patient information, including symptoms and treatment was unknown. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.